Event description:
It was reported that prior to implant, the right ventricular lead was dropped on the floor. The lead was not implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) upon analysis there were no anomalies found. The full lead was returned for analysis.